Manufacturer narrative:
Device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
A small hematoma and superficial oozing noted at incision site. Md held pressure and placed new pressure dressing on site. System still implanted. Should additional information be received, this file will be updated.